Event description:
It was reported when an asymptomatic patient presented in-clinic for a routine device check. It was not able to establish telemetry with the patient's device. It was confirmed that the device was appropriately pacing, as the patient is pacemaker dependent. The patient was brought in on (B)(6) 2018 to undergo generator replacement, and again the physician couldn¿t communicate with the device during the pre-op evaluation. It was stated that the device had 10 months left on the battery from the most recent merlin transmission from (B)(6) 2018. The physician elected to explant and replace the device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of wireless communication failure was confirmed in the lab. The cause of no rf telemetry was due to ic chip failure in the rf module. The device was above eri when received. Sensing, pacing, pli, hvli, patient notifier, hv charging, hv delivery, and hv shock were tested. No anomaly was detected.